Manufacturer narrative:
(B)(4).

Event description:
This ra lead was repositioned due to loss of capture and dislodgement. This lead was successfully repositioned and remains actively implanted. There were no adverse patient events reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.